Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported obtaining blood glucose readings of "12.x mmol/l" with the subject meter and "5.x mmol/l" on another device. It is not known how much time elapsed between the two tests. Assuming both tests were performed within 30 minutes of each other, based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient informed the csr that in response to the elevated result obtained on the subject meter he "took more insulin than usual". The patient declined to answer additional questions at the time of the initial call. It is not known if the patient developed symptoms or received treatment for a low blood glucose excursion after taking the increased dose of insulin. Based on the information provided, there is no indication that the alleged meter issue caused and/or contributed to a serious injury. There was no mention that the patient developed signs/symptoms suggestive of severe hypoglycemia or received medical treatment for this condition. However, this complaint is being reported because the subject meter potentially did not meet lfs' accuracy criteria.